Event description:
It was reported that prior to the start of a da vinci-assisted pulmonary segmentectomy surgical procedure, the surgeon called in to report that they are facing a recoverable fault 32101 on the system. Prior to the call, they already tried to recover and power cycle the system without improvement. The technical support engineer (tse) checked and confirmed the error 32101 in the logs and asked the caller to do a hard power cycle with emergency power off (epo). As the error was still present, the doctor decided not to use the system. The procedure was converted to laparoscopic surgery with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the axes controller platform (acp) and the axis motor due to error 32101. The system was then tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. For the acp, error 32101 was identified in the logs, indicating a high switch error. Upon visual inspection, no issues were found that would be related to the reported event. This acp was installed, programmed, and tested on a test system, run through 12 power cycles with no issue on startup and no errors or failures were triggered. This acp remained on the system overnight idling in normal mode with no issue. In addition to the test, this unit went through in process correction verification and passed all the tests. The axis motor was also returned for failure analysis testing. In the logs, the 32101 high side switch errors were seen pointing to a sensor, confirming the fault occurred in the field. During visual inspection, no issues were seen that would be related to the reported event. The motor was installed onto a golden system and was calibrated with no issues. The system was then powered on in normal mode and no faults or errors were triggered. The shoulder axis motor was exercised and idled for about 2 hours but the unit functioned as expected. The complaint was not confirmed based on failure analysis. Probable root cause may be attributed to a problem in electrical and fiberoptics defects in the axes controller platform (acp) and the axis motor.